Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the post-operative bleeding events were two staple line and one intraluminal bleed. During the initial surgical procedures there was no issues noted with staple formation. The pulse firing technique was tried, and the surgeons wait 15 seconds for tissue compression. There has been no change in post-operative treatment for patients and anesthesia unchanged as well.

Event description:
It was reported that after the patient developed nausea and showed low hb after a sleeve operation that took place on 8th of december, an exploratory laparoscopy was performed on 11th of december, which showed coagulated blood under the liver and at the staple row. The blood was sucked out and drainage was inserted. No further information at this time. Long hospitalization required.